Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, when the physician was freeing the right ventricular (rv) lead from the surrounding tissue due to preference, the rv lead became dislodged and pulled back into the superior vena cava. The dislodgement was confirmed via fluoroscopy. The rv lead was subsequently explanted and replaced. The patient remained stable before, during and after the procedure.

Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.